Event description:
The consumer alleges that the trojan magnum xl condoms are too small and break. He stated that he only used the condoms once, on (B)(6) 2022. He described that the condom ripped at the tip when taking it off. He further alleges that he has an allergy to latex and that he experienced bumps on his penis for about a week. The woman he is dating is a nurse and helped him. In the absence of confirmation and/or medical records to substantiate the experience, this complaint will be reported conservatively based on the reported adverse event.